Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep reseated the supervisor pcb (printed circuit board) and cables. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse initially reported that during a vitreo-retinal surgery, the system displayed a message, the cut rate decreased, and a noise was produced. There was no pt harm reported. Additional info was received indicating that they had primed the system and started the surgical case. They noticed during vitrectomy that the cutter radio frequency identification (rfid) was not green and the cutter was operating at only 2,500 cpm. They tried reconnecting the cutter, but there was no change. They tried changing the surgeon settings, then the system displayed a red stop sign. They restarted the machine and called for technical support. The technical support staff walked then through restarting the system. During the time the pt developed ¿a choroidal¿. The surgery was completed. Additional info was requested on several occasions, but due to the surgical staff workload, they have not been able to provide any additional details or pt impact info.